Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, an upstream occlusion alarm was not reproduced. A review of the event history log revealed multiple 'upstream occlusion!' Alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The device passed the upstream occlusion testing. Evaluation inspected the device but did not observe any symptom or potential cause of the reported issue. No action required to address the allegation. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation, the device had failed the flow accuracy testing. The cause was identified to be an out of adjustment pressure plates. The pressure plates requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion during programming/setup. There was no patient involvement. No additional information is available.